Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'device is not correctly sensing when the door is closed and alarms as though it is constantly open' was reproduced. A review of the event history log (ehl) revealed occurrences of multiple 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper auxiliary switch is broken. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize close door. This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.